Event description:
Manufacturer received a report of a patient suffering from dementia, catching her finger in the frame mechanism of a recliner. This incident resulted in the tip of her finger being amputated. No malfunction has been reported and the recliner is still in use.